Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported the patient underwent a gynecological procedure on (B)(6) 2008 and mesh and repliform were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that mesh was implanted with concurrent anterior repair with mesh.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infections, rectocele, bladder infection and dyspareunia.